Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2011. (B)(4). Lead remains in use.

Event description:
It was reported that there was a small r-wave, undersensing, double counted episodes, and decreased impedance. Lead sensitivity was reprogrammed and the physician felt the double counting was improved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.